Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep met with the patient and reprogrammed her. Patient says she is not receiving much benefit and wants it removed so she can get an MRI so she can have her 4th back surgery. She does not speak english and it is very difficult to communicate with her. Her son believes it is a mistake to remove the device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via manufacturer representative that they never had therapeutic effect and the device gave her no pain relief. It was stated that the last time the patient was seen by a representative everything was fine. The patient was scheduled for device removal (B)(6). The patient was going to meet with the representative for reprogramming again before the explant. The indication for use was spinal pain. No device issues reported.